Manufacturer narrative:
This is a definitive report. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008. Our medical doctor's comment: according to the report, hives/rash over the entire body and lip swelling developed three hours after the initial supartz injection, and the patient recovered after the treatment with a steroid injection. The patient is allergic to aleve (naproxen sodium), minocin (minocycline hydrochloride) and shellfishes, but there is no information about concomitant drugs. Although there is a possibility that this event is an accidental reaction caused by foods, etc., a relation with supartz cannot be completely ruled out.

Event description:
On (B)(6) 2016 a (B)(6) year-old female patient received 1st supartz injection and within three hours developed hives/rash over entire body and lip swelling. The patient later went to urgent care and was given a steroids injection in her buttocks and was given a medrol dose pack. The patient issues later resolved.